Event description:
The patient had her device explanted as she experienced ongoing pain and a lack of therapeutic effect. The device never really worked for her, despite multiple re-programming sessions. No additional information was provided.

Manufacturer narrative:
(B) (4).